Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction was not holding on the unit. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the company service representative replaced the fluidics mechanism and the fluidics controller printed circuit board (pcb). However, the fluidics controller pcb did not work, so the original fluidics controller pcb was placed back. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).